Event description:
It was reported that the patient experienced unstable r-waves due to t-wave oversensing which resulted in inappropriate shocks. The physician felt the oversensing was physiological. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.